Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. [Name removed] called to request an alarm board under contract. Unit was involved in an incident on a patient. The staff went into the room and noticed the low map alarm led was lit but there was no audible alarm, the driver was still running. According to biomed, the patient has expired, but unknown how long after incident this occurred. The unit was brought to the biomed shop and they were able to duplicate the complaint. Spoke to second factory trained biomed [name removed] and confirmed their findings of no audible alarm and that the 45 second alarm silence light stays on all of the time once it is pushed. He stated the button was not sticking and was functioning correctly. Advised will send alarm board under contract but the defective one will have to come back for a qa investigation, he understood. Confirmed ship to address.

Manufacturer narrative:
On january 13, 2010, carefusion sent a letter via e-mail to the user facility seeking additional information concerning the reported event and the primary and secondary causes of death in relation to the patient. As of the date of this report, there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. (B) (4): the following information concerning the evaluation of the device is a summary of the information documented by the carefusion technical support specialist and the carefusion failure analysis lab tech. The carefusion tech support specialist in conjunction with the user facility's biomed determined that the root cause of the device's audible alarm failure was a faulty alarm board assembly. The alarm board assembly was received into the carefusion failure analysis lab. The carefusion failure analysis lab technician evaluated the alarm board assembly and determined that the root cause of its failure was a faulty capacitor, # c27, pn: 462850. The user facility was shipped a replacement alarm board assembly to repair the device and return it to service. Corrective or preventative measure information for the alarm board assembly resides in corrective action request (car) # 605 and engineering change order (eco) # (B) (4)